Event description:
It was reported that upon interrogation, the left ventricular lead exhibited an impedance measurement anomaly. No further action was taken. The patient was in good condition.

Manufacturer narrative:
.